Event description:
The user was unable to load the clip to the applier during a surgery. He/she replaced the applier with another one, but was still unable to load. He/she opened a new cartridge, whose clips could be loaded.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided.

Manufacturer narrative:
(B)(4). The customer returned one cartridge with four loose clips from one unit of 002200 horizon ti med 6/cart 180/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the clips appear typical. Evidence of use in the form of biological material was observed on the cartridge. No defects or anomalies were observed. Functional inspection was performed on the returned samples. A lab inventory clip applier was used. All returned clips were able to properly load into the applier. The clips were able to close properly when applied to over-stressed surgical tubing. No functional issues were found with the returned clips. However, the circumstances of the complaint could not be fully replicated, as no clips were returned inside the cartridge. The IFU for this product, l02428, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "difficulty loading clip into applier" was not confirmed based upon the sample received. Upon functional inspection, all returned clips were able to properly load into the jaws of a lab inventory applier and were successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. However, the circumstances of the complaint could not be fully replicated, as no clips were returned within the cartridge. It is possible that the reported issue of "difficulty loading clip into applier" was caused by using damaged/misaligned appliers, but this could not be confirmed since the applier was not returned. Since no functional issues were found with the returned clips and the applier was not returned, the reported issue could not be confirmed.

Event description:
The user was unable to load the clip to the applier during a surgery. He/she replaced the applier with another one, but was still unable to load. He/she opened a new cartridge, whose clips could be loaded.